Event description:
It was reported that the customer experienced low blood glucose (bg) level of 36 mg/dl. Reportedly, the customer lost consciousness which resulted in a fall and a hurt knee. The customer required assistance addressing bg with carbohydrates. Suspected cause was due to the customer¿s basal rate settings requiring adjustments. Customer updated pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.